Event description:
The advocate stated the customer received a blood glucose reading of 39 mg/dl from his contour meter and a reading of 316 mg/dl from another meter. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate ended the call while troubleshooting. No product will be returned.